Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks for svt. Programming changes were recommended. Patient to be monitored.

Event description:
New information notes that the device was reprogrammed. Device remains implanted.